Event description:
An authorized service center for the manufacturer (mckinley medical) reported a complaint received from a user facility. The user facility returned an electromechanical ambulatory infusion pump, stating that the electromechanical infusion pump "over delivered". There is no report of patient injury.